Event description:
Additional information received from the health care provider (hcp) reported that it was unclear what the cause of the device not working, the lead breaking, and the patient not feeling stimulation was. It was determined that the device was not working by "dah" and the patient's clinical response. The lead break was confirmed. The action required to resolve the device not working, broken lead, and the patient not feeling stimulation was that they planned to remove and replace the device. The patient was not doing well.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient¿s device was not working. The patient went to see their health care provider (hcp) on (B)(6) 2015 and they used it to see if it was working. The patient wasn¿t feeling stimulation and the hcp believed there was a break in the lead. The patient had no falls with their current implant. The patient was having trouble with insurance, but they were in contact with the manufacturer representative and hcp¿s office. The patient was trying to figure out what they needed to do as far as being able to get the surgery done. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.